Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 chemistry analyzer. The fse inspected the instrument and observed bubbles in the reference line. The fse replaced multiple parts which included the ise (ion selective electrodes) buffer valves, ise ref (reference) block and potassium (k) electrode which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the generation of four (4) false low sodium (na) patient results and quality control (qc) results involving the au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic, only provided example of false results.